Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The ¿packaging¿ that surrounded the box and that guarantees the sterility of the materials was damaged and, as reported below, was alerted by our technical assistant, where the correct conduct of the hospital should have been to reprocess the material before the start of surgery. The box with the damaged ¿packaging¿ referred only to the main instruments that would be used in surgery; other disposable materials and implants were in compliance.

Event description:
Further follow-up with the reporter has indicated that the reported products were instrumentation which is sold non-sterile. The issue reported was not a device related problem.

Manufacturer narrative:
Product complaint (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.